Event description:
It was reported that the patient had inappropriate shocks due to oversensing during the patient's supraventricular tachycardia. The patient was walking at the time of the shocks. There was intermittent supraventricular tachycardia and non-persistent ventricular tachycardia. The patient's intrinsic morphology was varying from narrow to wide, and the rate kept changing. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the model and serial number of the device on the d. Suspect medical device tab, model and lot number sections.

Event description:
This supplemental report is being filed to correct the model and serial number of the device on the d. Suspect medical device tab, model and lot number sections. It was reported that the patient had inappropriate shocks due to oversensing during the patient's supraventricular tachycardia. The patient was walking at the time of the shocks. There was intermittent supraventricular tachycardia and non-persistent ventricular tachycardia. The patient's intrinsic morphology was varying from narrow to wide, and the rate kept changing. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.